Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatc patient presented remotely via merlin.net transmission. The transmission showed undersensing on the right ventricular lead. The lead sensitivity was reprogrammed. The patient was in stable condition.